Event description:
It was reported that the patient experienced ineffective therapy. Surgical intervention was undertaken wherein the patient was implanted trial leads to address the issue.

Manufacturer narrative:
Date of event is estimated.